Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Event description:
It was reported that the customer had an issue with the pump not delivering insulin. Customer's stated that the pump won't deliver insulin when her blood glucose level is over 200 mg/dl. Customer thinks it is the pump itself and not the new pump. Customer stated that the health care professional has been adjusting her rates. Customer is having highs and lows. Customer's current blood glucose level is 153 mg/dl. Customer has a backup plan and has treated for high blood glucose levels. Customer disconnected at the quick release. Customer is not comfortable with the pump. Customer will get a replacement for safety. No additional information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.